Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during the last fill. The home patient (hp) stated the heater bag had become disconnected before the alarm occurred. The technical service representative (tsr) had the hp cycle the power to the end of therapy. The tsr assisted the hp to end the therapy and advised to contact the nurse. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the heater bag becoming disconnected. The hp reported that the issue was resolved by ending therapy. The hp felt that he may not have twisted the luer lock on properly. Per hp, there were no defects on the supplies. The hp stated that she discussed the alarm with his nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The reported problem was confirmed. The assignable cause was related to use error.